Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system recorded an alert for the right ventricular (rv) lead shock impedance high out of range. Technical services (ts) discussed the average impedance for this lead is around between 110 and 115 ohms, with variability up and down. The patient will continue to be monitored at this time. The ICD system remains in service. No adverse patient effects were reported.